Manufacturer narrative:
(B) (4)

Event description:
It was reported that the patient's lead had disconnected from neurostimulator and had to be replaced. Further information was requested from the healthcare professional.